Event description:
Customer reported via phone, she will insert a new battery into the insulin pump and a few hours later a portion of the display is gone. Then the device alarms weak battery or battery out limit. Customer doesn't know her blood glucose level at the time of the event. Troubleshooting was performed customer stated the spring in the battery compartment was bent. Customer stated the damage occurred during normal wear and tear. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.